Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the closure device was captured a redeployed two (2) times. Post release of the closure device an effusion was noted, the effusion kept growing and needed to be drained. The physicians were able to drain 400ml from the patient. The patient was admitted to the hospital overnight to be observed and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the closure device was captured a redeployed two (2) times. Post release of the closure device an effusion was noted, the effusion kept growing and needed to be drained. The physicians were able to drain 400ml from the patient. The patient was admitted to the hospital overnight to be observed and is expected to fully recover. It was further reported that pericardial effusion with tamponade occurred.